Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was removed and replaced in the same procedure explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The units were released according specification in compliance with the product intended use as required. A search of complaints related this production order (po) was performed. No other complaints have been received for this po number: conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon deploying the pcb00 intraocular lens, the lens split. The lens was removed from the eye and a new lens successfully implanted. The damaged lens was discarded. No further information provided.